Event description:
We noticed some slight frosting on the shaft during the pretest, and then once the probes were placed for the procedure and gases turned to freeze, the entire shaft frosted down to the pt's skin and injury would have occurred, had we not turned that probe off. That probe was immediately turned off, and was removed, once it was safe to do so. We used two probes during the case, and we aren't sure which lot # applied to the probe in question.

Manufacturer narrative:
Per f/u email from the rn - the pt is fine. The frost/ice never made it to the pt as we quickly turned the gas to that probe off. The treating physician did have the circulating nurse bring some warm water in a sterile glove to put at the insertion site, but there was no damage to the tissue. Per f/u email from the sales rep - the probe was discarded at the hosp.